Manufacturer narrative:
(B)(4). The customer advised physio-control that they have declined repairs due to costs associated with the repair. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported that the customer's device had its service indicator illuminated and reportedly was failing to pace. This was discovered during testing and there was no patient use associated. Additionally it was observed that the device had logged a potentially critical event code, affecting the use of the AED functionality.